Event description:
It was reported that the patient's blood glucose level rose to 25.6 mmol/l (460.8 mg/dl) between 5 and 24 hours of wearing the pod. The reporter stated the cannula did insert into the skin, but the pod stopped working and did not respond to corrections given. The pod was removed from their buttocks, and a manual correction was given with a novo rapid pen. Upon removal, the cannula was not visible, indicating a needle mechanism failure. The pod was replaced and the levels returned to their typical range.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of a needle mechanism failure. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.